Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message possible related to a device malfunction. A review of the device data by technical services (ts) noted that in (B)(6) 2020 there was a calibration constants corrupt error and reset. The device had been beeping as a response. There were no other fault or resets. The reset appeared to have corrected the incorrect value and the issue was resolved. At this time the device remain implanted. No adverse patient effects were reported.